Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead had dislodged. The lead was capped and replaced. No patient symptoms or additional information was reported.